Manufacturer narrative:
A philips remote service engineer reached out to the customer to evaluate the device in question. The rse was not able to reach the customer or evaluate the device. No additional information was available to be gathered on the device issue. The philips remote service engineer (rse) was not able to reach the customer nor evaluate the device. No additional information was available to be gathered on the device issue.

Event description:
Philips received a complaint on the patient information center ix indicating the system is slow to load alarms. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.